Manufacturer narrative:
The device ro 15 045 has been inspected for investigation purpose. The tests performed confirmed that he name of the patient folder was incorrect. There was a dot before .ros extension, that is why the patient folder was impossible to reload. The internal complaint reference is the following: (B)(4).

Event description:
It has been reported that during a surgery, a software failure has been detected. It was reported that when trying to open up an existing patient folder, it was seen that the patient folder was not there. A surgery delay has been reported of 1 hour.